Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that insert chipped while being inserted with teflon mallet.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: product code 158114108, work order (B)(4) was manufactured on 25-nov-2020. 21 parts were manufactured per specification and all raw materials met specification. Scrap: 3 parts from this lot were scrapped: 1x scrap code a162: this concerns ¿packaging process scrap¿. There is no correlation between this scrap reason and the failure mode of the complaint. 1x scrap code a052: this concerns ¿dimensional scrap¿. There is no correlation between this scrap reason and the failure mode of the complaint. 1x scrap code a162: this concerns ¿first off¿. There is no correlation between this scrap reason and the failure mode of the complaint. Reprocessing: there was no material reprocessing reports (mrr) associated with this lot. Non-conformance: there were no non-conformances associated with this lot. Coc review: certificate of conformance review for 7278361, product code 158114108, work order (B)(4) and met specification.